Event description:
The hcp reported, the patient was experiencing a loss of therapy. Two studies were done and reported as normal. The hcp then conducted another study that showed "no progression of the indium out of the reservoir." The pump was explanted and replaced after an implant duration of 39 months. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.